Event description:
A ventricular catheter was explanted along with a strata nsc valve, small, bioglide valve that was reported to medtronic neurosurgery to be occluded.

Manufacturer narrative:
The returned catheter was patent and did not leak. A review of the mfg records was not possible as no lot number was provided. Although the item was explanted, the report did not allege deficiency or malfunction of the catheter. All of our catheters are 100% inspected at the time of manufacture. No injury to the pt was reported.